Event description:
It was reported that during a hemorrhoidectomy procedure, the device did not staple half of the anastomosis. The surgery was prolonged 45 mins. There was no reported pt consequence.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.